Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, a dissection occurred in the left ventricle. An extended hook catheter (8104) was used to access the coronary sinus (cs), and the left ventricular (lv) lead was advanced along the cs using the 8104 model. This acuity pro catheter (8101) was chosen to advance the lv lead across a tight turn in the cs. This was not successful at first, therefore, contrast was injected through the 8101 catheter to assess, and the dissection was clearly visible on fluoroscopy. The physician suspected that this catheter was at fault, causing the dissection when the contrast was injected against the wall of the vessel. However, it could have been due to the attempt to advance the lv lead across the narrow vessel. The 8101 model continued to be used to access another vessel below the point of dissection, before being exchanged for an 8103 model, which successfully entered the chosen vessel branch, and the lv lead was successfully implanted. The crt-d, right atrial lead, and the right ventricular lead were also successfully implanted. A post implant echocardiogram was performed to confirm that there was no serious fluid buildup around the heart due to the dissection, which showed no concerning complications. The patient's device was checked the next day and it was satisfactory, and the patient was discharged the next day per the original plan. No additional adverse patient effects were reported. This catheter is not expected for return.

Event description:
It was reported that during the procedure, a dissection occurred in the left ventricle. An extended hook catheter (8104) was used to access the coronary sinus (cs), and the left ventricular (lv) lead was advanced along the cs using the 8104 model. This acuity pro catheter (8101) was chosen to advance the lv lead across a tight turn in the cs. This was not successful at first, therefore, contrast was injected through the 8101 catheter to assess, and the dissection was clearly visible on fluoroscopy. The physician suspected that this catheter was at fault, causing the dissection when the contrast was injected against the wall of the vessel. However, it was noted that it could have been due to the attempt to advance the lv lead across the narrow vessel. The 8101 model continued to be used to access another vessel below the point of dissection, before being exchanged for an 8103 model, which successfully entered the chosen vessel branch, and the lv lead was successfully implanted. The related cardioverter defibrillator, right atrial lead, and the right ventricular lead were also successfully implanted. A post implant echocardiogram was performed to confirm that there was no serious fluid buildup around the heart due to the dissection, which showed no concerning complications. The patient's device was checked the next day and it was satisfactory, and the patient was discharged the next day per the original plan. No additional adverse patient effects were reported. This catheter is not expected for return.